Event description:
The complainant reported the use of an impella cp pump to support a patient with acute myocardial infarction complicated by cardiogenic shock. The patient was initially on cp + extracorporeal membrane oxygenation (ECMO) support and was later escalated to an impella 5.5 pump. After 6 days of support, an optical signal loss alarm occurred. The pump was neither removed nor replaced. Subsequently, the decision was made to withdraw care, and the patient expired.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. No product returned for analysis. The data logs confirm placement signal not reliable alarms during support. The logs show an increase in gain and contrast and an abrupt drop in signal-to-noise ratio (snr) as placement signal began reading before pump initiation. The root cause of the optical signal issue was unable to be definitively determined as no clear log pattern was identified and no product was returned with limited clinical information provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.